Event description:
It was reported that the colonovideoscope had an error code - e002. The issue was identified during inspection for use. There was no harm to the patient.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since error code e002 was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.